Event description:
It was reported that the patient had pocket irritation from the device. The device was noted to be before the elective replacement indicator. The pocket was revised and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 implantable tachy lead (B)(6) 2009. (B)(4).